Event description:
The analyzer produced a potassium result of 2.98mm on a pt serum sample. The same sample repeated produced a potassium result of 7.07mm. The initial low result was not reported to the floor. There was no report of pt harm as a result of this occurrence.